Event description:
This is a spontaneous case report received on 03-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, for birth control. On (B)(6) 2014, a hysterosalpingogram test was done and confirmed full occlusion and proper placement. Within a few months after implant of essure she began to experience a horrible rash, extreme, debilitating pelvic pain and cramping, excessive, abnormal bleeding, migraines and hair loss. These symptoms continued and lead to causing her to be anxious and depressed. The plaintiff experienced severe rashes in (B)(6) 2014 that recurred again in (B)(6) 2015. She learned that she had a nickel allergy. She complained of abnormal menstrual cycle and excessive bleeding and was prescribed an oral contraceptive to help control her menstrual bleeding. Her doctor recommended that her only option for relief from these symptoms and specifically because of her nickel allergy, is total hysterectomy. She is scheduled for a hysterectomy on (B)(6) 2016. Follow-up received on 27-may-2016 quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had nickel allergy. She was scheduled for a hysterectomy. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to the device. In addition, some patients may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported include rash, pruritus, and hives. In the present case, consumer started having rash within a few months after essure insertion, and she was diagnosed with nickel allergy. Given the nature of the reported event and positive temporal relationship, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention will be required. A product technical analysis investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure devices are noted in the interstitial portion of the uterus") and allergy to metals ("nickel allergy / allergic or hypersensitivity reaction type: nickel allergy") in an adult female patient who had essure (batch no. B76672-inv, b72672-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for an unreported indication: birth control pill from 2009 to 2014. Past adverse reactions to the above products included contraception with birth control pill. Concurrent conditions included hypertrophic scar and dysmenorrhea. Concomitant products included prednisone since 2015 and tolnaftate (antifungal). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash. In (B)(6) 2014, the patient experienced pelvic pain ("extreme, debilitating pelvic pain and cramping / pain"), menorrhagia ("excessive, abnormal bleeding / abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and dysmenorrhoea ("dysmenorrhoea (cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines / migraines"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual cycle"), depression ("depressed") with anxiety, adnexa uteri pain ("fallopian tube contracting which caused pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with oral contraceptive nos and surgery (total laparoscopic hysterectomy (full) laparoscopic salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, allergy to metals, pelvic pain, menstrual disorder, menorrhagia, migraine, depression, headache, adnexa uteri pain, vaginal haemorrhage, dysmenorrhoea and abdominal pain lower outcome was unknown and the alopecia had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, depression, device expulsion, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff that the left fallopian tube was contracting which caused pain. Left side 3-4, right side 4-5 patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: confirmed full occlusion and proper placement; on (B)(6) 2014: results: total bilateral occlusion. Ultrasound scan - on (B)(6) 2015: a simple cyst of the right ovary. Essure devices are noted in the interstitial portion of the uterus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Lot number report b76672 and b72672 are invalid concerning the injuries reported in this case, the following one was reported via medical records: device expulsion. Most recent follow-up information incorporated above includes: on 27-dec-2018: medical records were received: reporters were added. Lab data was added. Event device expulsion was added. Auto-narrative supplement was added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy / allergic or hypersensitivity reaction type: nickel allergy") in an adult female patient who had essure (batch no. B76672-not valid, b72672) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill from 2009 to 2014. Past adverse reactions to the above products included contraception with birth control pill. Concurrent conditions included hypertrophic scar and dysmenorrhea. Concomitant products included prednisone since 2015 and tolnaftate (antifungal). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash. In (B)(6) 2014, the patient experienced pelvic pain ("extreme, debilitating pelvic pain and cramping / pain"), menorrhagia ("excessive, abnormal bleeding / abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and dysmenorrhoea ("dysmenorrhoea (cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines / migraines"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual cycle"), depression ("depressed") with anxiety, adnexa uteri pain ("fallopian tube contracting which caused pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with oral contraceptive nos and surgery (total laparoscopic hysterectomy (full) laparoscopic salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, pelvic pain, menstrual disorder, menorrhagia, migraine, depression, headache, adnexa uteri pain, vaginal haemorrhage, dysmenorrhoea and abdominal pain lower outcome was unknown and the alopecia had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, depression, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff that the left fallopian tube was contracting which caused pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed full occlusion and proper placement then total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- lower abdominal pain. Outcome of event alopecia update from unknown to recovered / resolved. Plaintiff name, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy / allergic or hypersensitivity reaction type: nickel allergy") in an adult female patient who had essure (batch no. B76672-not valid, b72672) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill from 2009 to 2014. Past adverse reactions to the above products included contraception with birth control pill. Concurrent conditions included hypertrophic scar and dysmenorrhea. Concomitant products included prednisone since 2015 and tolnaftate (antifungal). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash. In (B)(6) 2014, the patient experienced pelvic pain ("extreme, debilitating pelvic pain and cramping / pain"), menorrhagia ("excessive, abnormal bleeding / abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and dysmenorrhoea ("dysmenorrhoea (cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines / migraines"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual cycle"), depression ("depressed") with anxiety, adnexa uteri pain ("fallopian tube contracting which caused pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with oral contraceptive nos and surgery (total laparoscopic hysterectomy (full) laparoscopic salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, pelvic pain, menstrual disorder, menorrhagia, migraine, depression, headache, adnexa uteri pain, vaginal haemorrhage, dysmenorrhoea and abdominal pain lower outcome was unknown and the alopecia had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, depression, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff that the left fallopian tube was contracting which caused pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed full occlusion and proper placement then total bilateral occlusion . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs: lower abdominal pain. Outcome of event alopecia update from unknown to recovered / resolved. Plaintiff name, lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") in a female patient who had essure (batch no. B76672) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertrophic scar and dysmenorrhea. Concomitant products included prednisone and tolnaftate (antifungal). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash. On an unknown date, the patient experienced pelvic pain ("extreme, debilitating pelvic pain and cramping"), menstrual disorder ("abnormal menstrual cycle"), menorrhagia ("excessive, abnormal bleeding"), migraine ("migraines"), alopecia ("hair loss") and depression ("depressed") with anxiety. The patient was treated with oral contraceptive nos and surgery (total laparoscopic hysterectomy laparoscopic salpingectomy bilateral). At the time of the report, the allergy to metals, pelvic pain, menstrual disorder, menorrhagia, migraine, alopecia and depression outcome was unknown. The reporter considered allergy to metals, alopecia, depression, menorrhagia, menstrual disorder, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed full occlusion and proper placement. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. Lot number added. "Concomitant" conditions & drugs are added. Product, patient & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") in an adult female patient who had essure (batch no. B76672-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertrophic scar and dysmenorrhea. Concomitant products included prednisone and tolnaftate (antifungal). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash. In (B)(6) 2014, the patient experienced pelvic pain ("extreme, debilitating pelvic pain and cramping / pain"), menorrhagia ("excessive, abnormal bleeding"), alopecia ("hair loss"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and dysmenorrhoea ("dysmenorrhoea (cramping)"). In (B)(6) 2014, the patient experienced migraine ("migraines / migraines"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual cycle"), depression ("depressed") with anxiety and adnexa uteri pain ("fallopian tube contracting which caused pain"). The patient was treated with oral contraceptive nos and surgery (total laparoscopic hysterectomy laparoscopic salpingectomy bilateral). Essure was removed on 5-may-2016. At the time of the report, the allergy to metals, pelvic pain, menstrual disorder, menorrhagia, migraine, alopecia, depression, headache, adnexa uteri pain, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, alopecia, depression, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff that the left fallopian tube was contracting which caused pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 30-jul-2014: confirmed full occlusion and proper placement ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Most recent follow-up information incorporated above includes: on 25-sep-2018: pfs received. Events:abnormal bleeding(vaginal), dysmenorrhea were added. Incident no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") in an adult female patient who had essure (batch no. B76672) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertrophic scar and dysmenorrhea. Concomitant products included prednisone and tolnaftate (antifungal). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash. On an unknown date, the patient experienced pelvic pain ("extreme, debilitating pelvic pain and cramping / pain"), menstrual disorder ("abnormal menstrual cycle"), menorrhagia ("excessive, abnormal bleeding"), migraine ("migraines / migraines"), alopecia ("hair loss"), depression ("depressed") with anxiety, headache ("headaches") and adnexa uteri pain ("fallopian tube contracting which caused pain"). The patient was treated with oral contraceptive nos and surgery (total laparoscopic hysterectomy laparoscopic salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, pelvic pain, menstrual disorder, menorrhagia, migraine, alopecia, depression, headache and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, alopecia, depression, headache, menorrhagia, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff that the left fallopian tube was contracting which caused pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed full occlusion and proper placement. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet received, events added from pfs- headaches, fallopian tube was contracting which caused pain. Reporter information was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") in an adult female patient who had essure (batch no. B76672-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertrophic scar and dysmenorrhea. Concomitant products included prednisone and tolnaftate (antifungal). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash. On an unknown date, the patient experienced pelvic pain ("extreme, debilitating pelvic pain and cramping / pain"), menstrual disorder ("abnormal menstrual cycle"), menorrhagia ("excessive, abnormal bleeding"), migraine ("migraines / migraines"), alopecia ("hair loss"), depression ("depressed") with anxiety, headache ("headaches") and adnexa uteri pain ("fallopian tube contracting which caused pain"). The patient was treated with oral contraceptive nos and surgery (total laparoscopic hysterectomy laparoscopic salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, pelvic pain, menstrual disorder, menorrhagia, migraine, alopecia, depression, headache and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, alopecia, depression, headache, menorrhagia, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff that the left fallopian tube was contracting which caused pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed full occlusion and proper placement. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Fu ptc declined by qa (no valid batch, no new ptc information). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).